Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.75 x 34 mm, concentric, de novo target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. Following predilatation the lesion was 80% stenosed, a 2.75 x 38 mm promus element was deployed. Post deployment, an edge dissection was noted in the distal stent and a 2.50 x 16 mm stent was deployed to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.75x34mm, concentric, de novo target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. Following predilitation the lesion was 80% stenosed, a 2.75x38mm promus element was deployed. Post deployment, an edge dissection was noted in the distal stent and a 2.50x16mm stent was deployed to cover the dissection. The physician thought that even though the initial stent was deployed at nominal pressure, the dissection might have been due to diabetes and progressive disease in the distal tissue. The patient status following the procedure was stable. It was further reported this event is a duplicate of the event reported in emdr 2134265-2019-10874.

Manufacturer narrative:
Device is combination product. Date of event corrected from (B)(6) 2019. Implant date corrected from (B)(6) 2019.